Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was discolored/abnormal additive form. This event affected 18 tubes. The following information was provided by the initial reporter. Customer is inquiring if there are any reported issues about lines of gel going up the tube or if it's how they're supposed to appear.

Manufacturer narrative:
H6 investigation summary: four customer photos and eighteen customer samples were received for review and analysis. After review and analysis of the customer photo, additive run down is seen inside of the tubes. Additionally, 18 customer samples were subjected to a visual inspection for additive abnormality. 15 of 18 customer samples failed the visual inspection for additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality based on the photos and customer samples provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was discolored/abnormal additive form. This event affected 18 tubes. The following information was provided by the initial reporter. Customer is inquiring if there are any reported issues about lines of gel going up the tube or if it's how they're supposed to appear.